Event description:
The facility reported a device that overinfused magnesium sulfate due to possible misprogramming of device. The patient experienced not feeling well, nausea, flushing and no reflexes. The magnesium sulfate was stopped, the physician was notified and a magnesium level was drawn, o2 per full face mask was applied. The vital signs before the event were bp 111/67, p-87, r-20. At time of the event (1900), no reflexes, bp 110/54, p-77, r-18. 3 hours after the event bp 105/69, p-92, r-18. The event occurred prior to delivery.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 27 2007. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.